Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device had inaccurate delivery of insulin. The infusion device did not give an error message. Pt had elevated blood glucose of 27 mmol/l and corrected hyperglycemia with an insulin pen. Target blood glucose is 6-7 mmol/l. Pt changes infusion needle every 2-3 days and infusion tubing every 5 days. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was requested for eval. No additional info was available.